Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reports to have blood glucose versus sensor glucose issues. Customer's blood glucose was 268 mg/dl and sensor glucose 143. After troubleshooting, customer was advised that sensors would be replaced. No further information provided.